Manufacturer narrative:
The information reported in this report is duplicated and any updates to this event will be captured in supplemental report for MFR report#: 0002249697-2015-03942.

Event description:
Revision of right knee due to flexion and extension instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of right knee due to flexion and extension instability.